Event description:
Patient reported left side "hardening of the breast", and "painfully hard and looked abnormal due to capsular contracture", baker grade "iii-IV". Patient additionally reported "a lump or thickening in or near the breast or in the underarm area." Additionally, healthcare professional reported rupture. Rupture confirmed MRI. Patient also reported "left side moderate pain"; this is not device related. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on anterior side assessed as fold flaw opening. Visibility/palpability: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Pain-ndr: not applicable as the event is not related to the device. Additional observations: wear abrasion is observed. Creases are observed. Observed 40 mm dark patch edge material inside gel device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted.

Manufacturer narrative:
Continued health effect - impact code 4: f1903.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/oct/2011 and 16/oct/2012. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "visibility/palpability and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, visibility/palpability, and capsular contracture, baker grade "iii-IV".

Event description:
Patient reported left side "hardening of the breast", and "painfully hard and looked abnormal due to capsular contracture", baker grade "iii-IV". Patient additionally reported "a lump or thickening in or near the breast or in the underarm area." Additionally, healthcare professional reported rupture. Patient also reported "left side moderate pain"; this is not device related. Device remains implanted.